Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant: if explanted, give date: not applicable, as the lens remains implanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 5.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017 with the following visual acuity details: right eye and left eye were 0.02. Also, the optometry results in the right eye was -13.75 x -0.75 x 90 = 0.5, with the left eye being at -11.00=1.0. Post-operatively, one week after surgery, the following right eye results were 1.25 for far vision, 1.0 for medium vision, and 0.32 for near vision. The left eye results were 1.0 for far vision, 0.8 for medium vision, and 0.4 for near vision. The patient also experienced flashes on (B)(6) 2017 in the right eye. Furthermore, during a hospital visit on (B)(6) 2017, the patient had a rhegmatogenous retinal detachment in the right eye. A surgery was performed and the right eye was filled with silicone oil, which still remains in the patient's eye. Reportedly, vision after surgery is 0.15. The patient has been discharged and scheduled to come back for review and to remove the silicone oil. No additional information was provided.